Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system on (B)(6) 2009. It was reported that the patient is not feeling stimulation and his ipg seems depleted. He can't locate the ipg with his programmer. He also stopped using the ipg for at least 6 months. He felt it was not helping him as well as the trial system. When he stopped using the stimulation he was not sure if he charged the ipg completely or not. During the time he stopped using the stimulation, he never checked the ipg capacity. The patient was sent a new charging system. Attempt to gather information has been unsuccessful. No further information is available at this time.